Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, after a laparoscopic parastomal hernia repair, the mesh developed a central hole and a hernia occurred through it. A new mesh was implanted to repair the hernia through a second operation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.